Manufacturer narrative:
Product ID: 97740, serial# unknown, product type: programmer, patient; product ID: 37751, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient cancelled her appointment, so the rep had not seen the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, product type: programmer, patient product ID: 37751, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with a neurostimulator (ins). Rep reports the programmer (pp) is displaying a power on reset (por) message and the recharger (insr) is displaying an end of service (eos) message. Rep does not know why device would be at eos. No symptoms and no further complications were reported.